Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event loop-cutting problem.

Event description:
It was reported to boston scientific corporation that a cold snare was used in the colon during a polypectomy procedure for polyp removal performed on (B)(6) 2025. During the procedure, the snare would barely open or cut. The procedure was completed with another cold snare device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.